Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and replaced exhalation sensor receptacle to fix the reported issue. Replaced the 250v 5a slow blow fuse on power supply and the battery pack. The ventilator operates according to specifications.

Event description:
The customer reported that while in patient use the ventilator would not display the monitored tidal volumes, no return tidal volume. Audible and visual alarms were present. The patient was removed from the ventilator and placed on another ventilator, no patient harm.